Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro quit working mid use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On 08/18/2017 12:16 pm (gmt-4:00) added by (B)(6) (pid-000957): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history lot # was verified via sap, and a ship history was performed to confirm correct lot #. Ship history attached in analysis attachments. The device was returned to the facility for evaluation. Signs of clinical use and blood were observed. Specs of blood was observed on the cannula handle. Tissue material was observed on the bisector blade. The c-ring was observed to be in tact with no defects present. The vv6 was found to be in overall working condition with no defects present. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. Based on the results of the evaluation, the complaint was not confirmed for ¿failure to deliver energy.¿

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro quit working mid use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2017 03:09 pm (gmt-4:00) added by (B)(6) ((B)(4)). (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro quit working mid use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.